Event description:
Related manufacturer reference number: 2017865-2022-10731, related manufacturer reference number: 2017865-2022-10734. It was reported that the patient presented in the emergency room with an infection and experienced discomfort. The entire system was explanted. The patient was in stable condition post procedure.